Manufacturer narrative:
DHR was reviewed and unit was built according to specification. Further investigation is required to verify the events leading to the reported incident. At time of this report, all information received has been second hand accounts, all of which differ slightly as to the cause of the reported event. Attempts have been made to contact the initial reporter of the event (spouse) with no results. Investigation will continue to determine the contributing factor of the reported event. A follow-up MDR will be filed when further information is provided.

Event description:
Received report that client fell out of his chair having to be taken the hospital where he later died.